Event description:
On (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: 317 mg/dl and 101 mg/dl. On (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: 305 mg/dl, 120 mg/dl, and 128 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.